Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation against this lead was confirmed based on failed testing and visual inspection of a fractured outer coil consistent with cyclic fatigue. The fracture appears to have been due to flexing at the end of the suture sleeve tie down site.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was explanted. No additional adverse patient effects reported.